Event description:
It was reported that the patient experienced an infusion set adhesive failure on (b)(6) 2026 where the infusion set came loose due to swimming and sweat.

Manufacturer narrative:
E1: Event city: (b)(6).Event Country: Netherlands.Name: Medtronic Minimed,Country: United States of America,Address ¿ Line 1: 18000 Devonshire Street,City: Northridge,State: California,Zip Code: 91325.Based on the available information, this event is deemed to be Reportable malfunction.Request was performed for additional information including lot number; however, lot number was not provided.A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number.Reporting Site: 8021545.Manufacturing Site: 8021545.